Event description:
It was reported via user facility medwatch report that the power cord was torn down to exposed wire from allegedly being stuck under the metal on the power column and caught in the adjustable track column while the backrest was being raised. Allegedly, a popping sound was heard and sparks were observed leaving a burn mark on the column. No pt or caregiver involvement or injury was reported.

Manufacturer narrative:
The user-facility repaired the unit prior to the arrival of MFR's rep (field svs). MFR is attempting to retrieve relevant parts from the hosp.